Manufacturer narrative:
This report is a response to medwatch report mw5095280. Proximate concepts had received the complaint, but no device was returned for evaluation. Therefore we have limited information from the entity submitting the complaint. Based on the information provided, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device shipped, and the associated production lot and sterilization lot were in accordance with documented specification and standard operating procedure as indicated in our protocol. Bioburden testing and sterilization logs confirm shipment of sterile product. As such, this file has been closed. Manufacturer's reference number: (B)(4).

Event description:
On 06/25/2020 a hcp submitted a voluntary report to the FDA (mw5095280) regarding an adverse event that occurred post breast augmentation surgery. The reporter explains that the patient experienced purulent drainage from the breast augmentation incisions.